Manufacturer narrative:
Additional information provided. Two actual samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The samples were returned with the aluminum foil peeled. The sponge was found fully separated from each of the caps. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of two (2) minicaps. There was no patient involvement. No additional information is available.